Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
The customer reported the ventilator powered off during use without prior warning or alarm. The ventilator was on a patient; however, there was no patient harm. A product support engineer (pse) reviewed the event log and confirmed that the ventilator alarmed many times on a continuous basis while on the patient. The sequence of alarms suggests that the patient was attempting to synchronize their breathing with the ventilator while the clinician was attempting to synchronize the ventilator to the patient. Each time, the clinician adjusted the settings, and twice the clinician shut down the ventilator. There is no evidence of spontaneous shutdown or inop condition. The remote service engineer (rse) advised the customer to run the ventilator through performance verification testing and if it passes, to return the ventilator to use.

Manufacturer narrative:
The customer did not respond to multiple requests for additional information. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.